Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus, (B)(4). Inspection found no image on the screen. The cable is broken and there is a hole in the insulation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the camera head does not transmit the image, no image. The issue found at preparation for use. There is no patient involvement on this reported issue. No user injury reported.

Manufacturer narrative:
The following section was corrected: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it can be surmised that the cable failed due to user handling after the product was shipped, causing the image to not appear. The instruction manual identifies the following caution, which may help to prevent the indicated phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." The instruction manual also identifies the following warnings, which may help to prevent the indicated phenomenon: "·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.